Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted and pulled distally. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The chronic occluded target lesion was located in the distal end of right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the tail of the stent was irregularly deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The chronic occluded target lesion was located in the distal end of right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the tail of the stent was irregularly deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.